Event description:
It was reported that this patient was on vacation in italy and received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. The data was checked remotely and it was found that all three sensing vectors failed the automatic set-up tool. Initially, the physician elected to increase the programmed therapy zones to prevent further inappropriate therapy. However, as it was determined that the patient was unsuitable for the s-ICD system due to their condition, the physician elected to program off therapy pending the patient's return to the united states. Once the patient returns home, they will be re-assessed with their monitoring facility. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was on vacation in italy and received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. The data was checked remotely and it was found that all three sensing vectors failed the automatic set-up tool. Initially, the physician elected to increase the programmed therapy zones to prevent further inappropriate therapy. However, as it was determined that the patient was unsuitable for the s-ICD system due to their condition, the physician elected to program off therapy pending the patient's return to the united states. Recently, the patient returned to the united states where the s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. It is unknown if the explanted s-ICD system will be returned in the future.

Event description:
It was reported that this patient was on vacation in italy and received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. The data was checked remotely and it was found that all three sensing vectors failed the automatic set-up tool. Initially, the physician elected to increase the programmed therapy zones to prevent further inappropriate therapy. However, as it was determined that the patient was unsuitable for the s-ICD system due to their condition, the physician elected to program off therapy pending the patient's return to the united states. Recently, the patient returned to the united states where the s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.